Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an incisional hernia repair and mesh removal procedure on (B)(6) 2016 with new implant. No additional information provided regarding the new product implanted. It was reported that the patient experienced swelling in the abdomen, pain and hernia reccurrence. No additional information provided.

Manufacturer narrative:
Date sent to FDA: 01/16/2019. No additional information was provided.